Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown.

Event description:
It was reported that a pump was alarming and the screen read no disposable clamp tubing. The medication is 5-fu. Reservoir volume is 99.5 ml there was no air in the tubing. Turned the pump off then back on and started the pump. The screen read run reservoir volume 99.5 ml. Rate confirmed on 5-fu label. The patient was scheduled to have the pump removed the next day. There was no patient injury reported.